Event description:
The customer reported that the insulin pump has a crack at the reservoir compartment. The caller stated that earlier her glucose level was 55mg/dl, but she believes she delivered too much insulin and did not eat; the customer treated with glucose tablets. Troubleshooting was performed, and the drive support cap was sticking out. Reviewed the programming and the reservoir showed the same amount of insulin as shown on the status screen. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.